Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin into two segments. A proximal and a medial fragment were received for analysis. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The lead tip was not returned. The performance of the lead fragments was scrutinized. The analysis revealed a stretched outer conductor coil, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to low sensing, low impedance, and high thresholds.